Manufacturer narrative:
MDR 3003442380-2024-02751 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that patient faced two infusion sets cannula kinked events. The blood glucose level was 240mg/dl at the time of event. The issue occured within three hours of insertion. The infusion set was in use for one day. The site of insertion was upper buttocks. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.